Event description:
It was reported that a patient receiving v.a.c. Therapy developed bleeding at the wound site and had to be hospitalized.

Manufacturer narrative:
Additional information provided by the health care provider (wound care nurse) indicates the patient was receiving v.a.c. Therapy for twenty-four hours when blood was discovered in the canister and canister tubing. She further indicates that a vessel and the graft were exposed in the wound and no protective layer was used. The healthcare provider also indicates that patient was hospitalized and eventually placed back on v.a.c. Therapy. She indicates that the patient had another bleeding episode and v.a.c. Therapy was discontinued. The healthcare provider further indicates that the patient was discharged on another wound care regimen and was readmitted to the hospital two days later for bleeding. She also indicates that the patient had an abscess drained and subsequently had a flap rotated to cover the wound and the wound healed without incident. V.a.c. Therapy labeling states: "when placing the v.a.c. Dressing in close proximity to blood vessels or organs, take care to ensure that all vessels are adequately protected with overlying fascia, tissue or other protective barriers. Greater care should be taken with respect to weakened, irradiated or sutured blood vessels or organs" there was no indication or report of a device malfunction. The device was found to be operating properly and within specifications when tested upon return to the kci service center.